Event description:
Customer reported that he had unexplained high blood glucose. Customer stated that his insulin pump is broken at the reservoir compartment opening. Customer stated that his infusion set cannula was bent and the insulin pump did not alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.